Event description:
It was reported that (2) devices were used during an ileal-anal pouch. It was reported that the device was fired twice. The second firing the staples did not come fully out of the reload. On examining the first firing, it was found that the staples had not closed. The patient was repaired by hand. Additional operating room time (1 1/2 hours) and extra equipment to complete the case.